Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the no image display / the touch screen becoming black were attributed to failure of the circuit board, however, it is unknown what caused the circuit board to fail. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegations were confirmed due to a faulty circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during preparation for use, the touch screen was black on the visera elite ii video system center while being used with the a22001a/telescope. Additionally, there is no image on the display monitor. The intended diagnostic otolaryngology procedure was completed successfully with a similar device with no delay. Patient was not under sedation. There were no reports of patient harm associated with this event.